Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ('migration/perforation') and embedded device ('essure coil on right in myometrium') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included constipation and appendectomy. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced perforation (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), device expulsion ("essure coil on right in myometrium"), device dislocation ("essure coils no longer in fallopian tubes ¿ pelvic and perineal / right device appearing to be dislodged") and abdominal pain ("abdominal pain") and underwent endometrial ablation ("endometrial ablation"). The patient was treated with surgery (laparoscopic total hysterectomy w/removal of tubes). Essure was removed on (B)(6) 2020. At the time of the report, the perforation, embedded device, device expulsion, device dislocation and abdominal pain outcome was unknown. The reporter considered abdominal pain, device dislocation, device expulsion, embedded device, endometrial ablation and perforation to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 22-may-2020: quality safety evaluation of product technical complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ('migration/perforation'), embedded device ('essure coil on right in myometrium') and endometrial ablation ('endometrial ablation') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included constipation and appendectomy. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced perforation (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), device expulsion ("essure coil on right in myometrium"), device dislocation ("essure coils no longer in fallopian tubes ¿ pelvic and perineal/right device appearing to be dislodged") and abdominal pain ("abdominal pain") and underwent endometrial ablation (seriousness criterion medically significant). The patient was treated with surgery (laparoscopic total hysterectomy w/removal of tubes). Essure was removed on (B)(6) 2020. At the time of the report, the perforation, embedded device, device expulsion, device dislocation and abdominal pain outcome was unknown. The reporter considered abdominal pain, device dislocation, device expulsion, embedded device, endometrial ablation and perforation to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.